Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: return to manufacturer: 8/26/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut, which is consistent with a lens that was handled during explant. The lens was cleaned, no further cosmetic issues were identified. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Based on further reviewed of the complaint file, it was noted that additional clinical codes were inadvertently missed when the initial medwatch was submitted under report# 2648035 -2021 - 08128. The following section has been updated accordingly. Section h6 - health effect: clinical code 2227 - halo vision- surgical intervention required clinical code 2137 - blurry vision clinical code 2140 - visual disturbance- dysphotopsia- requiring surgical intervention all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Date of event: unknown, best estimate is (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported an intraocular lens (iol) had mechanical failure requiring an explant with an incision enlargement. No further information provided.